Event description:
Boston scientific received information that this lead was not used following a helix issue that occurred during attempted implant. Following over-rotation of the terminal pin, the lead would not extend and high, out-of-range impedance was noted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an x-ray revealed a fracture of the lead's inner coil near the is-1 terminal pin. This type of damage is consistent with repeated stress over time. The reported high impedance measurements noticed after lead ceased functioning were likely the result of the lead damage observed by the laboratory. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 03:09 pm CT. The report number is being corrected from: 2124215-2018-62668to: 2124215-2018-60711.